Manufacturer narrative:
The device evaluation as noted in section b5, found cable flooding, flooding of imaging, image noise, electrical contact corrosion, internal corrosion of f-rings, cable breakage, and loose coupler. A device history review - DHR revealed no findings, no issues that could have caused or contributed to the reported issue. A definitive root cause of the phenomenon cannot be conclusively determined. Instructions for use (IFU): endoscope image disappearance and freezing (warning). Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. The camera cable may be punctured and the electrical circuitry inside the product may be destroyed due to water leakage! Do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. Chapter 4 usage (warning). If the endoscopic image or function is abnormal and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a product may cause injury to the patient, bleeding, or perforation. If for some reason the endoscope image disappears or does not return from the frozen state during endoscopy, and you do not know how to recover, turn off the otv-s7pro and then turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the otv-s7pro, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue its use. It is very dangerous to leave the endoscope inserted in the patient when the image disappears or when observation is not possible, or to pump air/water, suction, or perform procedures. If any of these tools are being used, pull them out using the safest method before removing the endoscope. Also, during the procedure, be sure to have a spare product available to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device. 3.1 inspection of camera head. Check that there are no cracks, burrs, or other abnormalities on the exterior of the camera head, that the camera head cover glass is not cloudy or dirty, that the camera cable has no abnormal slack, bulges, scratches, or holes, and that the electrical contacts on the video connector are not bent or rusted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding, flooding of imaging, image noise, electrical contact corrosion, internal corrosion of f-rings, cable breakage, and loose coupler. There was no patient involvement.